Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the non-calcified, moderately tortuous proximal left circumflex (lcx). The lesion was predilated with a 2.0x12mm apex balloon. The physician attempted to a place the 2.50x12mm taxus liberte stent, but was unable to cross the lesion and the distal part of the stent became flared. The procedure was completed with another 2.50x12 taxus liberte stent. No patient complications were reported. Pt status reported as "good."

Manufacturer narrative:
(B)(4).